Event description:
It was reported that (1) device was used during a gastric pull up procedure. It was reported by the affiliate that the er220, when fired did not deliver (feed) clips. Another instrument was used to complete the case. There was no consequence to the pt.